Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, severe deformity, hardening in breast.

Event description:
Healthcare professional reported left side "pain, severe deformity, hardening in breast, capsular contracture baker grade IV, and rupture." Healthcare professional later reported that during explant, the implant was intact. The device has been explanted and replaced with another manufacturer¿s device.